Manufacturer narrative:
(B)(4). Eval, results, conclusion: root cause of the event cannot be confirmed based on limited info available. Stent thrombosis.

Event description:
Pt received one endeavor sprint rapid exchange (rx) drug eluting coronary stent during a procedure with no issue reported. However,it was reported that stent thrombosis was confirmed within 24 hours from stent implant. The pt was reported to be taking plavix at the time of the event. No other clinical sequelae were reported.